Event description:
The patient had their vns implanted in 2000 and at that time it was reported they had post implant hoarseness lasting 6mths, direct laryngoscopy identified, vocal cord paresis. Since that time the patient's voice has recovered and no further vocal cord examinations since that time.